Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H6 - additional methods code: communication/interviews (4111). D10 ¿ concomitant medical product received on: 21feb2020. Investigation ¿ evaluation. C.h.u. Rennes pontchaillou informed cook of an incident involving a ultrathane mac-loc locking loop multipurpose drainage catheter. The device reportedly had ¿friction in the catheter¿ during a drainage procedure on (B)(6) 2019. Further communication with the user facility clarified that a metal stiffener was used, and friction was ¿during advancement and then difficulty of removal.¿ the patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. The complainant returned one catheter to cook for investigation. Physical examination of the returned device showed no damage or biomatter on the device. No metal cannula was returned. Due to this, no functional testing of the affected device could be completed, however dimensions relevant to the failure mode were analyzed and confirmed that the catheter was manufactured to specification. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) review for the complaint lot and relevant subassemblies revealed no relevant non-conformances. A data base search revealed no additional complaints for this lot from the field. Due to this information, there is no evidence suggesting that nonconforming product from this lot exists in house or in the field. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ based on the information provided, the examination of the returned catheter, and the results of the investigation, a definitive cause could not be established. A CAPA is currently open to address metal stiffener advancement and removal difficulty. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant medical products: cook thsf-35-145-asg. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for a drainage procedure. During the procedure, the operator reported "friction in the catheter." The metal stiffener was "hanging during advancement". The user then experienced difficulty removing the stiffener. The entire device was removed. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.